Manufacturer narrative:
We conducted a thorough review of the manufacturing and inspection records for this lot and found no deviations or non-conformances. No samples were returned by the customer for evaluation. Additionally, the photographic evidence provided by the customer appeared to support the reported allegation. Without the affected device, a comprehensive investigation cannot be conducted, and a root cause cannot be determined. As a result, no corrective action is required at this point. However, if samples are returned later, we would be happy to reopen this complaint for re-evaluation.additional information provided in h.6. And h.11.

Event description:
It was reported that a patient developed an infection following a procedure involving the closurefast catheter & an mis-6f07 micro introducer kit. The infection was associated with pain and pus. The infection occurred along the treated great saphenous vein (>5cm from access site) in the mid segment. This was an initial event. There are no known patient allergies. Medical intervention was required, and the patient was prescribed antibiotics. The affected patient required hospitalization. The issue was still present at the time of reporting.

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.